Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer¿s blood glucose (bg) was over 500 mg/dl. Reportedly, bg was addressed with a bolus via the pump and a manual injection. Customer changed the pump supplies to address the issue.